Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The device tested normally at the time of evaluation. Therefore, no action was taken.

Manufacturer narrative:
Section a has been updated to reflect additional information received, indicating there was no patient involvement. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a dosage error occurred during patient use at the patient's home. No patient harm or adverse event was reported.